Event description:
Customer reported that she was hospitalized twice due to high blood glucose and ketoacidosis. First time was in (B)(6) 2014 with blood glucose reading of over 600 mg/dl. The second time was in (B)(6) 2014 with blood glucose reading of 774 mg/dl at the time of admissions. Customer stated that her insulin pump was not working correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.